Manufacturer narrative:
(B)(4). A clinical review of the event was performed by physio-control; however there was insufficient information within the record to determine whether or not the device use had contributed to the patient¿s outcome. Physio-control performed an initial evaluation the customer's device and was unable to duplicate the reported issue. Physio observed that the impedance required calibration due to low level below required specification. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, their device would not detect that a patient that was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Paramedics disconnected the electrodes from the device and connected them to their backup device. The backup device was able to deliver defibrillation therapy to the patient. The delay to first analyze was about 4 minutes. The patient, a (B)(6) year old female, did not survive the event.

Event description:
The customer contacted physio-control to report that during a patient event, their device would not detect that a patient that was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Paramedics disconnected the electrodes from the device and connected them to their backup device. The backup device was able to deliver defibrillation therapy to the patient. The delay to first analyze was about 4 minutes. The patient, a 77 year old female, did not survive the event.

Manufacturer narrative:
Physio-control has determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and could not duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced multiple loss of connections during the patient event. Physio replaced the therapy connector wire harness assembly as a precaution. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Physio-control further evaluated the removed therapy connector wire harness assembly and observed the contact surfaces to be worn to the exposed base metal. Based on the information available, physio determined that the likely cause of the reported issue was due to fretting corrosion on the contact surfaces of the therapy connector wire harness assembly quik-combo connector contacts.

Event description:
The customer contacted physio-control to report that during a patient event, their device would not detect that a patient that was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Paramedics disconnected the electrodes from the device and connected them to their backup device. The backup device was able to deliver defibrillation therapy to the patient. The delay to first analyze was about 4 minutes. The patient, a (B)(6) female, did not survive the event.